Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to access pyxies website. The technical support specialist (tss) connected to the server and attempted to log in but encountered the same error. Ssl certificate was verified as valid. Both application pools were recycled, but a ping to 10.64.90.91 returned destination host unreachable. The dispensing server application logs indicated an authentication failure due to invalid credentials for user. Ids logs showed an error in the azure active directory provider, citing a socket access permission issue when attempting to connect to graph.windows.net:443. No errors were found in the adsyncwindowsserver logs. Based on the findings and the assumption that a new server is now in use for accessing the page, there was no response from the customer, and the ticket was closed. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to access the pyxies website. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.